Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that customer received an insulin flow blocked alarm. Customer's blood glucose was 34 mg/dl which was treated with juice and candy. During troubleshooting, customer accidentally bent needle prior to insertion. Customer was advised that supplies would be replaced.